Event description:
According to the reporter: occurred during a laparoscopic right colon resection procedure. The stapling device was being applied to the cut intestine. The device was unable to fire. A new device was used to complete the case. There was no patient injury.